Manufacturer narrative:
During visual inspection, it was noted that there was excessive charring on the heat shrink at the proximal end of the fiber where the fiber had been removed from the connector. The charring of the heat shrink and fiber indicates that the fiber was likely fired on a misaligned laser. It is likely that the laser energy was not being focused down the core of the fiber, attributing to the fiber connector failure. Since each fiber is 100% tested immediately prior to final packaging during the manufacturing processes, it is very unlikely that there were any manufacturing faults with the fiber. In addition to confirming the part and lot number of the fiber, the rfid scan also verified that this fiber was power tested as required and met the established dornier power output specifications during production on 10/11/16. If the fiber would have had any faults during manufacturing, fiber power testing (and rfid logging of successful power testing) would not have been possible. Fiber likely failed due to use on a misaligned laser. This event occured in (B)(6).

Event description:
"During first firing of the laser (ready mode) 6 hz and 0.6 joule, smoke came free between the fiber and the black-blue connection part to the laser (dornier medilas h20)."